Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the md prepped the intra-aortic balloon (iab) and inserted the sheath into the pt's left femoral artery. While inserting the iab through the sheath, blood was seen in the line and flowing into the inside of the balloon. X-rays were performed and the iab was not fully inserted. The md removed the iab and inserted a competitor's iab using the same insertion site. There was reported pt complications noted as "pt remained in hypertension until alternate balloon was arranged". There was a delay in iabp therapy listed as one hour, until the replacement balloon was arranged. There was no reported pt death or injury. Medical / surgical intervention was not required.